Event description:
It was reported that late thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. Device related thrombus (drt) was noted at 1 year follow up transesophageal echocardiogram (tee). There was a complete seal noted during the implant procedure without any change to seal of device. Jantoven 5mg was prescribed until 45 day tee. Plavix and acetylsalicylic acid (asa) 325mg was prescribed until 6 month follow up. The patient experienced gastrointestinal bleeding (gib) upon 6month follow up. Plavix was discontinued and asa decreased to 81mg daily. At 1 year tee, it was discovered that the patient voluntarily discontinued asa shortly after the 6 month follow up. The patient started eliquis on (B)(6) 2019 and discontinued on (B)(6) 2019 after no signs of thrombus or leak. Eliquis was stopped and plavix restarted with 81mg asa. Tee on (B)(6) 2020 revealed no thrombus or leak and plavix discontinued. The patient is currently stable with no recurrent gib and remains on asa 81mg.